Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged switch board due to a malfunctioning bolus spring switch mechanism. "This condition had the potential to interrupt delivery". This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be a malfunctioning bolus spring switch mechanism. "To correct this condition the switchboard assembly was replaced." If any additional information is received, a follow-up will be sent.